Event description:
#1 when filling the sterile bowl, during preparation a sharp, hard, clear, and bubble-filled piece of debris floated to the top of the sterile bowl.#2 a second sterile kit was opened after the first was found to be unusable. "Cardboard" flecks were observed in the sterile wire bowl.